Event description:
It was reported that a patient presented for an elective replacement procedure. During procedure, the right atrial lead dislodged. The lead was explanted and replaced on (B)(6) 2026. Information regarding adverse patient consequences was reported.